Event description:
Related manufacture reference number: 2017865-2022-10022, 2017865-2022-10023 , 2017865-2022-10025. It was reported that the patient presented at an implant procedure for a bi-ventricular implantable cardioverter defibrillator system on (B)(6) 2022. A color doppler ultrasound examination on (B)(6) 2022 showed a small amount of bleeding in the patient's chest. Patient death was reported on the same date by the physician. The implantable cardioverter defibrillator system remained in situ after patient death. There were no allegations from the physician that the implanted devices contributed to the patient's death.